Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not satisfied with the length of the implant, it did not reach the glans. The ipp was removed and replaced with longer cylinders. There were no patient complications.